Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however the insulin pump had corroded keypad traces, broken reservoir tube lip, cracked case at display window corners and scratched lcd window.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 6 mmol/l. Customer was cleaning when alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.